Event description:
During a colposcopy procedure, the physician performed a biopsy. The pt experienced excessive bleeding. Monsel's and silver nitrate were used to stop the bleeding.

Manufacturer narrative:
Two tips were returned by the user facility. The tips are alleged to not close completely. The tips were inserted into a handle and were found to function as designed. Biopsy tips and handles are not sold in matched sets, therefore on occasion, newer tips do not function as desired in older handles. The tip's power can be adjusted to function correctly in a handle.